Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of turret failure was not confirmed. However, olympus discovered during device inspection that the main lamp would not light but the spare lamp lit, as well as error code e103 (lighting the light source lamp failed error) occurred. Based on the results of the investigation, the definitive root cause of the turret failure could not be determined. For the first issue discovered during device inspection, olympus presumed that due to power failure, the phenomenon "main lamp is not lit, but the spare lamp is lit" occurred. The definitive root cause could not be determined. For the second issue discovered during device inspection, olympus presumed that due to power failure, the phenomenon e103 (lighting the light source lamp failed error) occurred. The definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The error displayed was e200 turret unit failure output problem. The procedure was a laparoscopic hernia procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source displayed error e200 (scope communication error) as the main lamp was not igniting. The issue occurred during preparation for use for a therapeutic lap hernia procedure. The intended procedure was completed with another similar device. There were no reports of patient harm.